Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was involved in a car accident. Following the accident, this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and increased pace impedance measurements. The device header was confirmed to be fractured via radiography. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.